Event description:
Davinci robotic instrument "permanent cautery spatula" used in thoracic surgery. Side piece broke off while spatula inside the chest cavity. Procedure went open for better exposure of surgical site, multiple irrigations, piece never found. Item on use # 3 out of manufacturer recommended 10 uses before disposal. Reason for use: cautery for nsclc.